Manufacturer narrative:
The qbc seal (magnet rubber) that was loose will be replaced and the system will be handed back to the customer for use. The failure of the qbc seal to remain in place is considered a malfunction. Remedial action: a field action was initiated under (B)(4). A field safety notification was sent to the customers informing them about this potential issue. The field correction has since been made available to the field in dec 2024.

Event description:
It was reported that the user attempted to pair a new freestyle libre 3 plus sensor with the ilet but received a message that the sensor was already started on another device after it had been connected to an abbott receiver. Symptoms included no adverse clinical effects. Outcomes included the user continuing on backup therapy while using the sensor with the receiver. Customer care provided troubleshooting and education regarding sensor pairing and device compatibility. Investigation of this case revealed that the sensor was in use by another device, preventing pairing with the ilet, consistent with expected device behavior when a sensor is already initiated on a different platform. It was concluded, based on established findings for similar reports, that user setup and use error related to initiating the sensor on a non-ilet device caused the pairing failure.